Event description:
It was reported that the right ventricular lead had some high impedances through the high voltage coils and triggered a high impedance alert. The physician could not recreate or find the issue. The physician elected to cap the lead and add a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2012. (B)(4).